Event description:
The customer reported that they are seeing communication loss on all of their remote nurse's stations (rns's). The customer also reported that some of their central nurse's stations (cns's) are experiencing the same issue.

Manufacturer narrative:
Details of complaint: on 03/12/2021, the customer at cookeville regional medical center reported the following issue with a/rns-9703-242; sn- (B)(6), from patient monitoring: one department was experiencing comm loss on all of their rns's. The customer also reported that some of their cns's are experiencing the same issue. Checked all the switches and confirmed they are up and communicating but he cannot find the rns server/netkonnect. Investigation summary: the rns comm loss issue was caused by a bedside takeover. The most likely causes for a bedside takeover are that bedside taking over as the segment master due to power outage or network disruption due to switch being down, inaccurate or outdated host servers, segment master not on network; or devices removed from the network but not the host table. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the cause of a bedside takeover are either environmental or user triggered. The following fields are not applicable (na) to the MDR report: b2. D4 lot number & expiration. D6a - d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contains no information (ni): a2 - a6. 04/08/2021 emailed customer via microsoft outlook for all items under this section. An "unknown" reply was received from the customer. Additional information: the following fields contain no information (ni), as attempts to obtain information were made but not provided: d1 brand name. D4 model name . Catalog name. Serial number. Unique identifier (UDI) number. G4 PMA/510(k) number. H4 device manufacturer date. Additional information: b4. G3. G6. H2. H6. H10.

Manufacturer narrative:
The customer reported that they are seeing communication loss on all of their remote nurse's stations (rns's). The customer also reported that some of their central nurse's stations (cns's) are experiencing the same issue. No harm or injury was reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if and when additional information becomes available.

Event description:
The customer reported that they are seeing communication loss on all of their remote nurse's stations (rns's). The customer also reported that some of their central nurse's stations (cns's) are experiencing the same issue.